Event description:
Procedure type: unk. According to the reporter: the customer reports that when they pumped the balloon, the device would not inflate. No pt injury was reported. The sample is being sent for eval.

Manufacturer narrative:
(B) (4).